Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G3: date received by manufacturer - additional. H2: additional information - correction. H6: type of investigation ¿ correction - 3331 missed on the initial MDR. 4119 used in error. H10: correction.

Event description:
Subsequent to the initial MDR, a correction is required.